Manufacturer narrative:
Due to characterization limit e1: initial reporter: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
(B)(6) rn calls into emergency support program line to report an event that occurred the previous day, friday 1/2/2026. She states there was blood seen in the helium tubing of a sensation plus 8fr 50cc intra-aortic balloon(iab) after a gas loss alarm was heard on the cardiosave. She states they discontinued therapy, and the blood did not make it to the cardiosave. The cv surgeon came and removed the iab and did not replace it with another. She states the cv surgeon filled the iab with water to determine where the iab was perforated. She states no perforation could be seen and the cv surgeon suspects a microtear in the iab membrane. She states they would like to return the iab to maquet for further evaluation. There was no patient harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,g3,g6,h2,h6(type of investigation, investigation conclusions,investigation findings),h11 . Rn calls to report there was blood seen in the helium tubing of a sensation plus 8fr 50cc iab after a gas loss alarm was heard on the cardiosave. She states they discontinued therapy, and the blood did not make it to the cardiosave.the cv surgeon filled the iab with water to determine where the iab was perforated. She states no perforation could be seen and the cv surgeon suspects a microtear in the iab membrane. A gas gain or loss in the iab circuit takes place when a gas gain or gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain or loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period is greater than or equal to 80 msec and deflation period is greater than or equal to 250 msec. Since the product was not returned, we were unable to evaluate the device ,however, gas loss alarms and the presence of blood in the tubing can occur due to leaks or blood intrusion in the catheter, balloon, or tubing, kinks or occlusions in the catheter pathway, loose connections, restrictions, or catheter blockage, as well as patient related conditions such as fever or tachycardia.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (type of investigation, investigation findings, investigation conclusions).

Event description:
N/a.